Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica bone anchor system during a procedure on (B)(6) 2005. According to the complainant, post-procedure, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.